Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 pt was on the phone and was headed to the kitchen when she experienced a seizure and then lost consciousness. After 3 hours, the patient¿s nephew found her on the floor then called paramedics. When paramedics arrived, they pricked her finger and the bg finger stick value was 22 mg/dl but the cgm value was 50 to 60 points higher (mg/dl). The patient did not remember the values and what treatment she received. She was transported to the hospital and regained conscious at the ER. The cgm values were consistently 70 to 100 points higher than the bg finger stick values obtained at the hospital. Treatment included IV glucose, however the patient did not remember the names of other medications she received. After her bg level stabilized, she was released later the same day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The single reported glucose value and range provided for the second value of the set falls within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.